Event description:
During a review of the pump's event history, a colleague infusion pump was reported to baxter (B)(4) to have experienced failure code 807:05, which interrupted delivery. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 807:05 was confirmed during product evaluation. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.08.92. Should additional information be received, a follow-up medwatch will be submitted.